Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter, therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of the returned product.

Event description:
Rotating heads detached from the piece that attaches to the main body of the brush whilst cleaning teeth, it has come apart [device breakage]; no adverse event [no adverse event]. Case description: a female consumer of unspecified age reported via e-mail on (B)(6) 2017 that on two occasions the rotating head of an oral-b power oral care refill precision clean became detached from the main body of the brush while cleaning her teeth with an oral-b rechargeable toothbrush, version unknown. She almost swallowed the round brush the second time it happened "this weekend." She reported she attached a photo showing how it had come apart. No symptoms developed.